Manufacturer narrative:
The insulin pump received with moisture damage on keypad traces. All buttons function properly. No button error alarms noted. Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received a button error and was not able to clear the alarm. Customer's blood glucose was 162 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.